Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. Wrinkling: observed creases on the device. Additional observations: observed deformation on the device. Observed air voids in the gel. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Continued: h6- health effect impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported "double capsule, posterior adherence or capsular contracture baker grade iii in the left side and contralateral side lower displacement, rippling in ci". This relates to the left side. Device has been explanted and replaced.